Manufacturer narrative:
One device was returned for evaluation. Service history review identified this device has not been in for service in the previous 12 months (serviced in jun/2022) and there was no indication the complaint was related to previous service of the device. Physical evaluation of the device found dso seal air bubble, and lcd lens scratched. The primary problem was alarm bfc fault and was replicated. The mainboard was replaced to address the primary problem. Also replaced latch/lock, flex sensor, dso sensor, lcd lens and labels.

Event description:
It was reported that error code 41171 was observed. There was unknown patient involvement.

Manufacturer narrative:
Additional information was provided which included the event date to be (B)(6) 2024, an update on the address the device was manufactured, and no patient involvement/harm being reported.